Event description:
During a follow-up in-clinic, loss of capture (loc) and decreased pacing impedance due to alleged insulation damage was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and no abnormalities were observed. No further intervention has been performed. The patient was stable with no consequences and will continue to be monitored.